Manufacturer narrative:
Device remains implanted and is therefore not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the root cause of the reported event is related to capsular contraction syndrome.

Event description:
A physician reports that a patient underwent cataract surgery with implantation of the crystalens in the left eye. Approx two months postoperatively, the patient presented with decreased bcva (20/60 compared to preop bcva of 20/50), astigmatism, and chronic eye pain os. The patient was diagnosed with capsular contraction syndrome (ccs) and a yag capsulotomy was performed in order to reposition the lens. The ccs and pain resolved immediately after yag treatment and the patient's bcva improved to 20/25. The patient's prognosis is excellent.